Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with test strip from multiple vials- unable to test. Most likely underlying root cause: mlc-62 - user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. Product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/16/2019 and open vial date is one month. Customer is using discontinued product. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).